Event description:
Information was received indicating that during use of a smiths medical cadd administration set, the patient found that the infusion line was leaking from the stinging cap of the y. No patient consequences were reported. No adverse effects were reported.